Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1734901, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the mynxgrip vascular closure device (vcd) balloon was tested prior to use. The vcd was then inserted into the patient. Once the vcd was inserted into the 7f procedural sheath introducer, the balloon was attempted to be inflated; however, the balloon failed to inflate. When the balloon was pulled back, the "balloon came off the catheter"; however, it remained attached to the vcd. Manual compression for more than 30 minutes was applied to achieve hemostasis. The vcd was being used for femoral arterial closure following a neuro interventional procedure. The patient's hospitalization was not extended as a result of the event. There was no reported patient injury. The patient was noted to have recovered. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the mynxgrip vascular closure device (vcd) balloon was tested prior to use. The vcd was then inserted into the patient. Once the vcd was inserted into the 7f procedural sheath introducer, the balloon was attempted to be inflated; however, the balloon failed to inflate. When the balloon was pulled back, the "balloon came off the catheter;" however, it remained attached to the vcd. Manual compression for more than 30 minutes was applied to achieve hemostasis. The vcd was being used for femoral arterial closure following a neurovascular interventional procedure. The patient's hospitalization was not extended as a result of the event. There was no reported patient injury. The patient was noted to have recovered. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1734901 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use (IFU), users are instructed to inflate the balloon until the black marker on the inflation indicator is fully visible during device preparation. Users should check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.